Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2002. The month of manufacture was december. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The auto/manual switch was replaced to resolve the reported issue.

Event description:
The hospital reported that, auto/man switch was broken. There was no reported patient involvement.